Manufacturer narrative:
New information: product received, investigation and root cause completed. A review of the device history record for (B)(6) was performed from date of manufacture 03/28/2015 to the present date 09/29/2020 and note that this device has been returned for service once which correlates to the service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that system error code 351.6740 occurred. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that system error code 351.6740 occurred. There was no patient involvement.